Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash transfer set leaked from ¿the gap between the white sleeve and the blue flow control barrel of the twist clamp¿ during patient use. There was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. As the lot number is unknown, a batch review could not be conducted. Clamp function testing and clear passage testing were performed with no issues noted. During visual inspection of the device, a hole was noted in the tubing of the transfer set. Underwater pressure testing revealed a leak originating from the hole in the tubing. Upon conclusion of the investigation, the reported leak was verified and the cause was determined to be a hole in the tubing. A CAPA has been opened to further investigate/address the damaged transfer set. Should additional relevant information become available, a supplemental report will be submitted.